Manufacturer narrative:
Device 3 of 3. E1: complainant state: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction . To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Third party manufacturing site (for life): 3003759552.

Event description:
It was reported by the retailer that wafer had off centered started hole. The product was not used by patient. No photo is available at this time.